Manufacturer narrative:
The following x-rays were reviewed: in each x-ray the same two plate constructs were observed, and additional independent screws were noted. The part numbers and/or product families are unable to be confirmed based on the x-rays. As the x-rays are preoperative, the retained screw fragments are not represented. The complaint conditions of broken and unable to disassemble are unable to be confirmed based on the provided x-rays. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the original fracture was a distal 3rd humerus fracture.

Manufacturer narrative:
510k: this report is for two (2) unknown screwdrivers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that a hardware removal surgery was performed on (B)(6) 2017 due to lack of full left arm extension. Patient could not extend due to placement of the olecronan plate. Once plate was removed, patient was able to extend his arm. Multiple complications occurred during the removal surgery. Surgeon removed four 3.5mm cortical screws and two 3.5mm locking screws and the recon plate without any issue. Surgeon then attempted to remove the first 4.0mm cannulated screw and variable angle (va) olecranon plate. During removal, the head of the screw broke off. The surgeon tried to remove the shaft of the screw and a piece broke off. The remaining shaft remains in the patient. The surgeon did not attempt to remove the second 4.0mm cannulated screw. The 3.5mm locking screw and 3.5mm cortical screw were removed without any issues. Three 2.7mm locking screws broke while being removed and one other appeared to be cold welded in the va olecranon plate. The surgeon cut the plate to remove the screw. The three shafts remain in the patient. Two t8 stardrive screwdriver tips broke during the removal. The tips were retrieved. No new hardware was implanted and it is unknown if the surgeon will remove the shafts and 4.0mm cannulated screw in the future. There is report of a surgical delay of 100 minutes. Revision surgery is addressed in (B)(4). This report addresses the issues that occurred during that procedure. This report is for two (2) unknown screwdrivers. This is report 3 of 5 for (B)(4).